Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-07946. It was reported that during a coronary artery stenting treatment procedure, vessel spasm occurred. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs classification 3) and cardiac catheterization was recommended. The target lesion was located in the distal left circumflex artery (dist lcx) with 50% stenosis and was 18mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation and placement of a 3.00x24mm taxus perseus stent, with 0% residual stenosis following post-dilation. During the procedure, an unknown 6fr fl4 guide catheter and an unknown 6fr pigtail guide catheter were used for visualization of the right coronary artery. However, the patient experienced right coronary artery spasm which was treated with calcium channel blockers. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).